Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt was having difficulties initiating a communication between the ipg and the charging system. The pt was without stimulation. At one point, the charging system completely stopped locating the ipg. Replacement chargers were used to no avail. Pt underwent surgical intervention. The physician explanted and replaced the system ipg with a different model ipg. Effective stimulation was captured post-operative. No further pt complications were reported.